Event description:
The pt underwent a coronary procedure for a lesion in the left anterior descending coronary artery (lad) approx two years ago. After the procedure, the pt experienced chest pains, which was treated with an unk medication. The pt remained hosptialized 48 hours post procedure. As reported, th ept was discharged with ongoing chest pains, which radiates down one of their arms, along with shortness of breath. Pt has had six catheterizations since the cypher stent was placed along with several positive stress tests. According to the reporter the caths have shown an unknown percentage of stenosis however the implanted cypher stent remains pt. The pt is currently on nitroglycerin, which relieves the chest pain, however their doctor has recommended bypass surgery. The pt is also taking aspirin, plavix, cozaar, and tropol xl.